Manufacturer narrative:
This supplemental report is being submitted to correct the MDR aware date in section g3 from the previous supplemental report, follow-up number 3. The correct aware date should have been november 29, 2023.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue based on the results of the investigation, the distal cover likely came off the scope easily due to the following: 1. The distal cover overlapped the hook on the tip of the endoscope, and it is possible that the distal cover did not completely get over the hook on the tip of the endoscope. As a result, the attachment was inadequate, and the distal cover was easily removed from the scope. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." ¿attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide information to h7 and h9 that was inadvertently not included in the previous submission. Also, the following information is being provided that was inadvertently not included in h10 of the previous submission: since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time.

Manufacturer narrative:
This report is being supplemented to correct d4 - unique identifier (UDI) number to (B)(4).

Manufacturer narrative:
This report was submitted by the importer under the importer's report number: 2429304-2023-00113 the device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility reported that during a diagnostic procedure while using the evis exera iii duodenovideoscope, the single use distal cover came off and went into the patient's airway. This occurred within the first 5-10 minutes of the procedure. The patient required intubation and the cover was then removed. There was an extended procedural time frame as the procedure was about 45 minutes in duration. The procedure was completed with another scope. Due to the intubation, the patient did sustain some mucosal irritation. The patient was sent to the recovery room instead of short stay. There was no death or long term injury. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.